Event description:
It was reported while using the rsv assay on the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing, the result was deemed erroneous based on visual inspection. There was no report of adverse patient impact. The following information was provided by the initial reporter translated from (B)(6) to english: "rsv false positive."

Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary/ the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive¿. Customer reported that they had a false positive on rsv. Field service was dispatched. Field service replaced pump #4 and performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 14jun2017, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1025 and in april 2022, the instrument experience false positive on rsv. Field service replaced and normalized the b side reader. In january 2022, the instrument experience false positive on rsv. Field service normalized both readers. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported while using the rsv assay on the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing, the result was deemed erroneous based on visual inspection. There was no report of adverse patient impact. The following information was provided by the initial reporter translated from french to english: "rsv false positive."